Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) pressure different between monitor and unit. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer checked the unit and found no alarm, or error message. The fse kept the unit pumping on a trainer and balloon for 2hrs. All parameters were achieved properly as per set value. The unit is working properly and was handed over to the customer in good working condition.

Event description:
N/a.